Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while doing an in-service with the suretrak instruments that the small clamp was accidentally damaged. No patient was present at the time of the event.

Manufacturer narrative:
The small clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. There were tools marks around the head of the adjustment screw and base. The two parts were now stuck together rendering the clamp unusable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while doing an in-service with the suretrak instruments that the small clamp was accidentally damaged. No patient was present at the time of the event.